Manufacturer narrative:
Return requested. Replacement emitter/field generator shipped to site 06/14/2016. Medtronic investigation of returned suspect emitter/field generator finds that when tested, tca on test bench for over 2 hours without any communication loss. Continually tracked reference frame and wand during this time. No fault found. Device found to be fully functional. On 06/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 06/20/2016 a medtronic representative, following-up at the site, reported he emitter was replaced and confirmed the navigation system was fully functional.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system emitter and axiem box both displayed red status in the emitter details. The surgeon had already registered the patient, navigated on one side and was moving to the other side. In trouble-shooting, re-booting the navigation system did not resolve the issue. The site brought another navigation system into the room and re-registered to continue the procedure. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.